Event description:
44 mins into transurethral microwave thermotherapy, pt complained of increased heat sensation. It was then noted that treatment catheter had migrated from correct positioning. Treatment was stopped and catheter removed. Examination revealed that balloon had apparently ruptured. Treatment was not continued.